Manufacturer narrative:
H3: device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a last error code 41171. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no harm/adverse event reported.